Manufacturer narrative:
The customer reported that when trying to take an image unit does not stop moving. The field service engineer determined that the generator locked up. The fse determined the cause of the problem to be multiple components. The gib board and lemo connector were replaced and the system was concluded to be working as intended. Based on the age of this system (date manufactured,12/29/2004), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface (gib) pcb and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system showed that all lights stay on when powering the device. Additional information was received from the field service engineer confirming that the system's generator locked up. No patient serious injury or death was reported related to this event.